Manufacturer narrative:
The product was returned for investigation. The reported failure could not be confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display activated, the correct software loaded, and standby mode became active. The power-up sequence was repeated several times. No issues were noted. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; front panel. The lightcable/jaw interaction test failed due to a loose jaw handle. All other tests were successful. The product was subjected to burn-in testing. No failures occurred. Measurements were taken on lumen output and chromaticity. Both measurements were within their respective specifications. The logfile was reviewed for error history. No errors were noted. In sum, the customer complaint could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit experienced an e-2 error. It was further reported that the unit experienced off color light.